Manufacturer narrative:
Submitting correction supplemental to update a2 - dob and a3a - sex.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received medical attention from paramedics while wearing the pod with hyperglycemia. The patient reported experiencing unpredictable glycemic fluctuations, including episodes of blood glucose levels going low and high. Symptoms reported include episodes of incoherence and significant glucose instability. The treatment that the patient received by the paramedics and the discharge date were not provided. The patient refused to provide additional details therefore, information is limited.